Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 5 months, it was reported that the patient suffered a recurrent ventricular tachycardia. Subsequently 4 appropriate shocks were given by the ICD. The patient then had a cardiopulmonary arrest and expired. Cardiopulmonary resuscitation was done without success. The date of implant was not provided.